Event description:
The customer reported that during use of this shaver blade in a right knee arthroscopy for a partial medial menisectomy, the tip of the blade broke and fell into the surgical site. The surgeon retrieved the tip with the surgical site. The surgeon retrieved the tip with a grasper and completed the procedure with an alternate device. There was no injury associated with this event.

Manufacturer narrative:
Investigation results: conmed linvatec received this prevent shaver blade for evaluation and confirmed the reported problem. A visual examination found the tip of the inner blade detached from the inner shell, and that the inner tip came out of the outer tube. The evaluator found the outer tube bent excessively, including the outer tube window. This type of damage can occur if excessive lateral force is applied during use. In addition to the above, the device used is past the expiration date on the label. Conmed linvatec will provide the customer additional information on use of this device along with label information. Conmed linvatec will continue to monitor this device for failures.